Event description:
Hcp reported patient with withdrawal symptoms. The patient was treated with a pump replacement and the pump was returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.